Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level unknown mg/dl. The customer was advised to insert new aaa alkaline battery on the insulin pump and display did return. The customer also had battery out limit on the insulin pump. The customer was advised that the battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will sent a replacement battery cap. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.